Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to suspected shock from their device. The implantable cardioverter defibrillator (ICD) was interrogated and it was noted there were seventy-four non sustained episodes, irregular v-v intervals, and suspected inappropriate therapy delivered for supra ventricular tachycardia (svt). Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.